Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that a remote monitoring transmission showed a "bigeminy-type appearance" in which every other ventricular beat was sensed. Because the ventricular sense (vs) was 40 milliseconds after the atrial pace (ap), it was difficult to tell if the vs was ectopic or if the right ventricular lead was oversensing the ap. The lead impedance and sensing was within the expected ranges and the lead remains in use. No patient complications have been reported as a result of this event.